Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 530 mg/dl. The customer mentioned high blood glucose of 351 on (B)(6), blood glucose level of 600 mg/dl on apr 18, 471 mg/dl on (B)(6), 564 mg/dl on apr 16. The customer had treated with manual injection. The product was not returned for analysis.